Event description:
My wife (B)(6) has als, is a quadriplegic, and uses a power wheelchair, the pride quantum q6 edge. It sometimes veers uncontrollably to the left. Yesterday, it nearly threw my wife out of the chair while going down a ramp. The manufacturer shipped a replacement motor to (B)(6) almost two weeks ago, but (B)(6) refuses to repair the chair until they get an approval from (B)(6). This is despite the fact that the manufacturer will pay for all the costs under warranty. The people at (B)(6) are stupid and have no understanding of the concept of patient safety. As long as (B)(6) remain in the loop with its bizarre contractual obligations to (B)(6), no pride mobility product whose repair and maintenance depends on (B)(6) can be considered to be safe. With respect to this complaint, it is not obvious that the defective behavior is not a design defect or software defect, as opposed to a routine malfunction of a part. The chair has only 130 miles on it, and is only 18 months old. There should be no failure mode that can physically cause the wheelchair to veer off a ramp. Such a mode reflects poor design that needs to be corrected. Also, its sometimes possible to get a mild electric shock by touching two poorly insulated contact points on the bottom of the attendant joystick control. There is some kind of grounding or switching power supply problem, as well as numerous "179" error messages. Because of her als, my wife is unable to protect herself in a fall, is extremely underweight, and being ejected from this chair would almost certainly hasten death.